Manufacturer narrative:
See d4 expiration date, d5 and h4.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to infection.